Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that approximately one week following the implant procedure, the patient was hospitalized with a surinfected hemothorax, pneumothorax, left pleural effusion and an infected apex pulmonary hematoma. A percutaneous aspiration of the hemothorax was performed. The patient received a blood transfusion and was treated with medications. It was also noted the patient had an episode of ventricular tachycardia (vt). The rate of the vt was not within the monitoring zone of the programmed setting therefore the implantable cardioverter defibrillator (ICD) did not deliver therapy. The patient was externally shocked and the device was reprogrammed. The device and rv lead remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.